Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report a low battery alert and a battery out limit alarm after a battery change. The customer's blood glucose level was unknown. It was found that the customer was not using the recommended batteries. The customer was shipped a replacement battery cap. The caller was advised that the product was working as designed and to call back if problems persisted.